Event description:
A complaint of imprecise sequential readings was received on a customer's precison xtra meter. The customer obtained readings of 100, 133, 453 and 86mg/dl within a ten minute timeframe. When plotting each of the readings against the average on a parkes error grid the results fall in the 'b' and 'c' zones. The 'c' zone result shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.